Event description:
It was reported that the pt was undergoing a left heart catheter procedure. During the procedure, the patient arrested and CPR was initiated. The physician attempted to insert the iab, but it became stuck in the sheath and the balloon began to unwrap. The iab was removed and replaced. There were no complications.